Manufacturer narrative:
Updated fields: b4, d7a, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusion), h11. Corrected field: h6 (medical device ¿ problem code). Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes. Gas loss in iab circuit. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and deflation period 250 msec. Causes of gas loss in iab circuit. 1. Patient condition such as febrile or tachycardic. Gas gain in iab circuit. A gas gain in the iab circuit takes place when a gas gain has been detected in the iab circuit. When a cumulative shuttle gas gain exceeds 5 cc relative to the last autofill volume. The alarm activates when iab inflation period 80 msec and deflation period 250 msec.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. The reporter called for assistance with a gas loss alarm on a cardiosave during use and stated he was contacted by the unit after they received the gas loss alarm, swapped the console, and were still receiving the alarm on the 2nd pump. He was explained the nature of the alarm and based on the information the bedside team gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by febrile temperatures and possible movement. No harm or injury to the patient was reported.